Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc hospital blood glucose meter. Customer reported receiving readings of 2.3 mmol/l, 16 mmol/l, and 13.7 mmol/l ithin 10 minutes. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.